Manufacturer narrative:
(B)(4). Batch # p57d59. Month and day unknown. Only year (2017) is known. Device evaluation: the analysis results found that a tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the swing tab in the locked position, and the proximal 4 drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. In addition another tcr75 (b - p56z0n) cartridge was received with the left gripping surface was broken and with the 6 most proximal drivers up, with the swing tab in the unlocked position. It should be noted that after the staple retainer has been removed, an inadvertent movement of the firing knob could cause the wedges to move forward and therefore cause the staples to become dislodged. Please reference the instruction for use for more information. The swing tab was reset and then the cartridge (a) was tested for functionality and it fired as intended. It should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device would not fire. It is unknown on which firing this occurred. There were no patient consequences reported.